Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be filed.

Event description:
It was reported that the device was producing an incomplete mesh. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Sn (B)(6). Review of the most recent repair record determined that the gear, spring pin, left side plate, and bottom roller were damaged. The gear, spring pin, left side plate, and bottom roller were replaced and resolved the reported issue. The cutters failed testing due to an incomplete cut and cannot were returned to the account as they cannot be repaired. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.